Event description:
Vicryl sutures were used to close the subcutaneous layer following lesion removal on left triceps muscle. Suffered adverse reaction to internal stitches which lasted 4 months with a total of 5 bumps that intermittently drained and would not heal. These were the sites of the stitches. Large disfigurement of left arm resulted. Dates of use: 2007. Diagnosis or reason for use: close subcutaneous layer.